Manufacturer narrative:
The reported events device dislodgement was unconfirmed. The helix was stretched out of specification, consistent with having occurred during procedure. Noo anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp became dislodged from the tissue after release. The lp was retrieved and the procedure on (B)(6) 2025 was abandoned. The patient was stable.